Event description:
Customer called to report hospitalization dka the previous day. Was unsure of bgs when hospitalized, had not changed site prior to ER visit, did not notice any leaks or air bubbles. Continued on unit during ER visit but noted intermittent elevated bgs after discharge and syringe did not move.